Event description:
It was reported that they a damaged desktop charger cord. Pt said they don't see the charger battery icon progressing when the cord is plugged in. A request was sent to repair to replace the desktop charger and the patient mentioned other medical history. This included patient said they noticed this last night and they noticed, the prongs at the top of the recharger where the cord plugs in look bent patient said their implanted neurostimulator battery was 75 percent charged and they charge weekly. Reviewed the wireless transition process and reviewed the option to call back to start the process if the replacement desk top charger does not resolve the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.